Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery and external iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated five times at about 4 to 6atm for 30 seconds to 1 minute in average for each inflation in the superficial femoral artery. The balloon ruptured upon first inflation at 4atm when used in the stenotic area of the external iliac artery. The balloon was then simply removed from the patient. The procedure was completed with a different device. No complications reported and patient status is good post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified at the proximal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery and external iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated five times at about 4 to 6atm for 30 seconds to 1 minute in average for each inflation in the superficial femoral artery. The balloon ruptured upon first inflation at 4atm when used in the stenotic area of the external iliac artery. The balloon was then simply removed from the patient. The procedure was completed with a different device. No complications reported and patient status is good post procedure.